Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: date of event: unknown pending further informtion.

Event description:
It was reported by the healthcare professional to the company sales representative "the connection between the needle and the thread was broken."

Manufacturer narrative:
There were no complaints on the code batch of which we manufactured and distributed in the market 11,808 units stock in b. Braun surgical's warehouse. We have received an open and used sample with the needle detached from the thread. The thread was used and broken which measured about 70 cm instead of 90cm. Without closed samples, a proper analysis cannot be performed. The batch manufacturing record and the product results during the process fulfill meets the usp/ep and b. Braun surgical requirements. No correction action is required.